Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that a couple weeks ago around the beginning of april, the patient saw a message on their controller, patient did not recall specifics of message, but patient stated that they reset their controller, and the issue was resolved. Patient said the controller said 2011 on the date and time so they had to correct that themselves, and the patients program changed from b to a. . Patient then stated that around the last two weeks, their implant was charged to 100% two fridays ago in april, and the following tuesday they had to recharge their implant again. Patient stated they noted the stimulator battery was depleting faster than usual, as they used to go a week to a week and a half between charges. Patient confirmed they had not made any changes to their therapy, however the only change was when they reset the controller, and their group changed automatically. Patient mentioned that when they first got their implant in 2018, the charge wasn't lasting very long and they called the representative (rep) who told them it could be because the group a they were running was using a lot of energy. Patient then said they went to see rep again at one of their doctor's appointments in 2018, and rep helped them get a new program which was group b. Patient explained that they prefer to use group b, as this group does not require them to charge as often. Patient then stated last week, the implant battery charge dropped so quickly that they lost 50% charge in one evening. When patient looked at their controller, they noticed the controller automatically switched back to group a again. Patient mentioned they get better therapy relief from group a, but they still prefer group b due to charge frequency. Patient charged on friday and had to recharge again today as the battery depleted. Patient also mentioned that yesterday they had at least 50% charge in the morning, and then later that night the stimulation turned off, as the implant was depleted to 0%. Patient noted their controller stated group a again, and that two programs were running at the same time, despite manually changing controller back to group b. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue, and to have programming looked at.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded via letter updating the serial number of the controller. Patient had no idea what the cause was of the groups chan ging automatically and implant depleting faster. There were no steps taken to resolve the issue, no one has reached out. Patient thinks remote should be replaced and was not sure if the issue has been resolved or not.